Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that after another xlung kit 230 was utilized for approximately 10 days without issue. The user routinely changed the patient kit to another xlung kit 230. The patient's first post oxygenator arterial oxygen was at approximately 150 mmhg and quickly decreased to 100 mmhg while the arterial saturation of oxygen of the patient remained at 70%. The patient was transitioned to a cardiohelp system and according to the user showed sufficient gas exchange. There was no patient serious injury. The complaint sample was available for product investigation.

Manufacturer narrative:
Additional information: b5, d9 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that after another xlung kit 230 was utilized for approximately 10 days without issue. The user routinely changed the patient kit to another xlung kit 230. The patient's first post oxygenator arterial oxygen was at approximately 150 mmhg and quickly decreased to 100 mmhg while the arterial saturation of oxygen of the patient remained at 70%. The patient was transitioned to a cardiohelp system and according to the user showed sufficient gas exchange. There was no patient serious injury. The complaint sample was received by the manufacturer for product investigation.